Event description:
It was reported that the home patient (hp) noticed air in the patient line during fill 1 of 5 while the hp was connected. The hp disconnected from the homechoice using aseptic technique. The technical service representative (tsr) assisted the hp with ending the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found an unrelated issue of a broken clamp. Leak testing, clear passage testing, and clamp function testing were performed with no issues. The device was run on a lab homechoice machine with no issues noted. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.